Manufacturer narrative:
The data log and treatment tip have been requested for evaluation but have not been returned. A plant evaluation is underway.

Event description:
A distributor reported that a user facility performed thermage treatment on a patient, and the patient had experienced a burn on their lower face area following the procedure. Solta medical branded cryogen and a sufficient amount of coupling fluid was used with the highest level of treatment at 5.5. The patient was provided with topical anesthetics before the procedure. The tip was inspected prior to treatment and throughout every 100 pulses, with no discrepancies found. After the procedure was completed, the patient had noticed blisters on the lower area of their face later in the evening. The patient did not receive any other treatments in the same symptom area that same day or within 30 days of this procedure. Pictures of the patient were reviewed, and it was observed there were blisters scattered on both sides of face, primarily in the cheek and neck areas. The patient was treated with a growth factor gel and their current status is reported as scabs with an unknown outcome.

Manufacturer narrative:
The data log for the patient event was returned and evaluated. The data log showed several errors occurred during treatment. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece perform as expected.

Manufacturer narrative:
The data log was returned for evaluation but has not been reviewed yet. The treatment tip was returned for evaluation and service was unable to confirm any functional problem. The tip passed leak testing, thermistor testing, and visual inspection. No dents, scratches, blemishes or dielectric breakdown was observed. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, no causal factors can be determined and no conclusions can be drawn. According to thermage cpt system technical user¿s manual, burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.